Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received six shocks for atrial fibrillation (af) with rapid ventricular response. The patient's im plantable cardioverter defibrillator (ICD) was replaced the next day. No further patient complications have been reported as a result of this event.